Event description:
(B)(6) died by suicide on (B)(6) 2024 due to lasik complications. In the words of (B)(6) husband of 40 years: "she couldn't live with what she was seeing. She would tell me that she couldn't get any peace. Lasik destroyed my wife." (B)(6) husband also said that lasik triggered a series of debilitating side-effects including double vision, light sensitivity and distorted vision. He said (B)(6) eyes were also extremely dry and felt, in her words, 'like leather'. When (B)(6) eyesight began to further deteriorate earlier this year, she could no longer cope. The known lasik suicide count now stands at 38 and many, many more are suspected. And what have you done, FDA? Nothing! You've done nothing because the people at FDA responsible for decisions about lasik devices have ties with the lasik industry. You know who you are! This is a public health scandal! Lasik is medical fraud! It's a completely unnecessary surgery that permanently damages 100% of eyes treated. Someday this will all come to light. In the meantime, you, FDA, are allowing innocent lives to be needlessly destroyed. Your job is to protect public health by ensuring drugs and medical devices are safe!!! Lasik is not safe!!! It's inherently harmful!!! Do your jobs!!!!! Issue a public health advisory!!!!! Withdraw approval of lasik devices!!!!!